Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was dropped and the touchscreen no longer turns on. Customer's blood glucose level was not impacted. It was indicated that the customer has back up injections for continued insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction reported by the customer could not be verified. However, a different symptom was found.